Manufacturer narrative:
Device is not available for evaluation, however a sample photo was provided. Pending investigation.

Event description:
The event involved a plum set. The customer reported that there was a foreign matter in the flow regulator. There is no report of patient involvement or patient harm.

Manufacturer narrative:
No device received, however a photo was provided showing a particulate near the diaphragm of the plum cassette. The complaint of particulate can be confirmed based on the photo returned. Received one photo showing a particulate near the diaphragm of the plum cassette. From the provided photo it cannot be determined if the particulate is embedded in the wall of the cassette or inside the fluid path. Was reviewed and no non conformities were found that would have led to the reported complaint. The DHR for lot 5510456 was reviewed and no non conformities were found that would have led to the reported complaint.